Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a high out of range pacing impedance measurement. Review of daily measurements revealed the pacing impedance measurements had been fluctuating for approximately a month prior to the out of range measurement. An invasive procedure was performed and the lead was successfully replaced. No adverse patient effects were reported.